Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, the pulse generator exhibited a loss of output and the battery had reached end of life. The right atrial lead and right ventricular leads also exhibited loss of capture; it was suspected it was due to the pulse generator's low battery voltage. On (B)(6) 2016, the pulse generator was explanted and replaced. No additional information was available at this time.

Event description:
New information reported stated that the patient was stable during and post surgery.